Manufacturer narrative:
The technician isolated the issue to a sticking head up valve. The technician replaced the head up hydraulic valve to repair the bed.

Event description:
Info received indicates the head of bed cannot be raise.